Event description:
The medtronic enlite glucose sensor does not work properly. It bends inside the body and quits working. This has been an ongoing problem. When reported to medtronic they do not care.